Event description:
It is reported by surgeon of the hospital, that the patient came in with pain. No accident happened as reported by the patient.

Manufacturer narrative:
An event regarding stem fracture involving a restoration modular stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), "the distal stem was fractured approximately 12.5 cm from the distal end. The fracture is located on the distal side of the stem. The fracture origin and direction of propagation were determined through the analysis of the fracture surface and the origin location is approximately at or near the laser marking. The laser marking is located on the lateral side of the distal stem. The corresponding fracture surface associated with the proximal side of the stem with the origin location and direction of fracture propagation given. Beach markings were observed at multiple locations throughout the surface, an indication that the fracture was a result of fatigue failure. Bone cement was observed along the medial side of the distal stem." The mar concluded: "the distal stem was fractured. The fracture origin location is approximately at or near the laterally-oriented laser marking. Fatigue-induced beach markings were observed at multiple locations throughout the surface, an indication that the fracture was a result of fatigue failure. The stem material was consistent with the ti-6al-4v alloy. No material or manufacturing defects were observed on the part features examined" -medical records received and evaluation: a medical review was performed and concluded: "all factors leading to the 2014 rm failure with device fracture are related to surgical technique for repair of pp-fractures and treatment of bone defect conditions as discussed. Many of these problems were already present prior to implantation of the rm device and were the result of inadequate treatment of a pp-fracture that occurred in 2009 and also lead to failure of the previous revision stem. As such, root cause of failure is procedure-related with no device-related factors evident to contribute to the failure scenario as further confirmed by the mar that showed no materials or manufacturing defects to be present in the device. From the patient-related perspective, there is little specific information. As such, this pi case has its root cause of failure in procedure-related factors and is not device-related." -device history review: the reported lot ID was incomplete, however a review of the DHR databases indicated that the reported lot configuration for this device was manufactured from one of the following lot ID's: caxk401a, caxk401e, caxk401c and caxk401d. Review of these device history records indicate 14 devices were manufactured and accepted into final stock between july 31, 2009 to november 4, 2010 with no relevant reported discrepancies for lot ID's caxk401a, caxk401e, caxk401c and caxk401d. -complaint history review: review indicated there have been no other events for lots caxk401a, caxk401e, caxk401c and caxk401d. Conclusions: the medical review concluded that the root cause of the reported stem fracture was ¿related to surgical technique for repair of pp-fractures and treatment of bone defect conditions as discussed. Many of these problems were already present prior to implantation of the rm device and were the result of inadequate treatment of a pp-fracture that occurred in 2009¿. In addition, a material analysis was performed and concluded that there were no material or manufacturing defects observed on the returned devices. It is noted that the restoration modular stem is intended for a cementless application and in this case was cemented in place. No further investigation is required at this time.

Event description:
It is reported by surgeon of the hospital, that the patient came in with pain. No accident happened as reported by the patient. Upon device inspection, the stem was noted to be fractured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.